Event description:
A malfunction alarm occurred for a customer at the airport security, identified as malfunction code 12 and accompanied by fault ID 0x2071. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue recurred, which the customer acknowledged and understood.